Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump only delivered 2.5 units of her bolus. Customer's blood glucose readings at the time of the incident were 32 mg/dl. Customer also received a no delivery alarm and was unable to rewind. Customer attempted to bolus again and the insulin pump only delivered 5.5 units based on its calculations. It was noted to be a bolus anomaly. No further information reported.